Event description:
On (B)(6) 2012,the reporter called animas alleging a problem of several weeks duration with delayed and intermittent response when pushing keypad buttons. The reporter states that the ok button is now torn due to repeated attempts to push buttons. Reporter is still able to program pump after several attempts. The pump is not cleaned and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation (B)(4) 2012 follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the intermittent/delayed responses to button presses on the 'up', 'down', 'ok', and 'contrast' buttons. Multiple button presses requiring increasing force are needed before the buttons will engage. The keypad cover was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons and the ok button contact is inverted. The keypad cover was confirmed to be torn on the ok button exposing the button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.